Event description:
Blood was noted in the helium tubing. On 5/8/98, the following info was reported to datascope: the iab was inserted into the pt on 4/24/98 and removed on 4/25/98 after iabp for about seven hrs. No second iab was inserted into the pt. [Event complications]: unk-reported 4/27/98; none-reported 5/8/98. [Pt's current status]: unk-rpt'd 4/27, 5/8/98.

Manufacturer narrative:
Eval: under water leak testing disclosed a leak in the catheter tubing. Under microscopy, a square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the catheter tubing probable caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion. (This follow-up MDR was mailed to the FDA on 9/4/98).